Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's renal artery. Upon attempts to inflate the balloon catheter, it was reported that the balloon lost integrity and subsequently became tethered to the stent. Attempts to withdraw the sds from the pt's body were unsuccessful. In response, the pt was sent for vascular surgery and the sds was successful removed. Additional pt complications were reported, however, the details of these complications were not provided.